Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the er320 failed to place clips properly. The clips were not properly formed. The er320 was part of a kit. There was no consequence to the pt.